Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the anterior tibial artery using an indigo system aspiration catheter 6 (cat6) and a non-penumbra sheath. During the procedure, the distal tip of the cat6 was flattened upon insertion into the valve of the sheath. Therefore, the cat6 was removed. The procedure was completed using the same sheath and an indigo system catrx aspiration catheter (catrx). There was no report of an adverse effect to the patient.